Manufacturer narrative:
(B)(4):a review of the black box history revealed a "pump not primed" and a "no cartridge detected" warning with force readings of 0. During evaluation, the pump was found not to detect the cartridge during the load step and the force sensor was found to be out of calibration. The pump was opened and the force sensor flex was found to be torn. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient had empty cartridge and after filling and inserting a new cartridge the pump could not detect the cartridge, and dispensed the insulin during the load cartridge step. This reportedly occurred multiple times and the pump emitted no cartridge detected warnings. The patient was not connected to the pump for either occurrence. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).